Event description:
The patient needed an endoscopic retrograde cholangiopancreatography (ercp) related to epigastric pain, gastritis without bleeding, and unspecified abdominal pain. Staff tried twice to load the advantage medivator to prepare supplies, but the machine malfunctioned and alarmed on two separate attempts resulting in inability to perform procedure. Patient was monitored over night and discharged to receive procedure at an outpatient clinic in the area.